Event description:
It was reported that during a lap inguinal hernia procedure, the bowel of the patient was perforated and it is unknown if the device was the cause but was involved in the case. It was not reported how the procedure was completed or the patient status. The device is being held at risk management at the account. Several attempts have been made for additional information.

Manufacturer narrative:
Information not available, device not returned for analysis.